Event description:
A (B)(6) customer tested his blood glucose on the contour next link and the contour link, and the results were 5.9 and 1.2mmol/l, respectively. The difference between readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation new meter and strips were sent to him.

Manufacturer narrative:
Qa evaluation: two of five strips tested with control gave an e11 error indicating the strips may have been exposed to a moist environment outside of the bottle. Of the 10 strips that were tested with an assayed blood sample, two gave low out of spec readings: lo and 4.4mmol/l low out of spec. Visual inspection of the strips indicated the customer may have exposed some of the strips to liquid or moisture. Retention strips gave satisfactory performance.